Event description:
During the procedure, a cook fusion omni-tome pre-loaded sphincterotome was used. Upon exiting the endoscope, the cutting wire orientation was reported to be far too much to the left. See MDR 1037905-2012-00446. The same observation was made with a second cook fusion omni-tome pre-loaded sphincterotome (see MDR 1037905-2012-00447), so returned a third [a third device from this lot was not used during this procedure but returned for eval]. Several attempts were made in an attempt to collect add'l info regarding pt impact and product usage. The complainant did not specify if the pt experienced any adverse effects or required add'l medical procedures due to this event. The info able to be collected does not reasonably suggest the pt was adversely impacted.

Manufacturer narrative:
Investigation eval: our lab of the product detected no defect with the product. Device# 1 unopened unused and device# 2 opened used were returned. Device# 1: unopened unused: during the visual analysis it was noted that the catheter tip and cutting wire were intact and did not exhibit signs of deformation. No twists or bends of the catheter were noted. During the lab analysis, the sphincterotome was advanced through a duodenoscope that is placed in a simulated biliary position. The duodenoscope has an accessory channel that is 4.2 mm in diameter (model number olympus tjf-160v). The catheter exited the endoscope with the cutting wire facing 12:00 o'clock and an access to the papilla was achievable. The device was then bowed and the cutting wire remained facing 1:00 o'clock (appropriate orientation is approximately 11:00 - 1:00 o'clock). Device# 2: opened used: during the visual analysis it was noted that the catheter tip and cutting wire were intact and did not exhibit signs of deformation. No twists or bends of the catheter was noted. During the lab analysis, the sphincterotome was advanced through a duodenoscope that is placed in a simulated biliary position. The duodenoscope has an accessory channel that is 4.2 mm in diameter (model number olympus tjf-160v). The catheter exited the endoscope with the cutting wire facing 12:00 o'clock. (Appropriate orientation is approximately 11:00 - 1:00 o'clock), and access to the papilla was achievable. The device was bowed and the tip and the cutting wire remained facing 12:00 o'clock (appropriate orientation is approximately 11:00 - 1:00 o'clock). The device history record for the lot number said to be involved was reviewed a discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the lab setting. Due to a varied of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our lab analysis. This limits our ability to conclusively determine a cause. Improper cutting wire orientation can occur if the distal end of the catheter is shaped manually. This sphincterotome catheter is precurved and is provided with a precurved stylet in the distal tip of the catheter. This obviates the need for manual formation. The instructions for use contain the following comment: "note: do not apply manual pressure to tip or cutting wire of the sphincterotome to influence orientation, as this may result in damage to device." Other factors that can contribute to improper cutting wire orientation include manipulating the handle with the catheter in a coiled position or with the precurved stylet inside the cannulating tip. The instructions for use advise the user to uncoil and straighten the sphincterotome upon removing the device from the packaging. The user is then instructed to carefully remove the precurved stylet from the cannulating tip. The instructions for use contain the following comment: "note: do not exercise handle while device is coiled or precurved stylet is in place, as this may cause damage to sphincterotome and render it inoperable," prior to distribution, all fusion omni-tome sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assesment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.